Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "traveled up my chest", ¿moving¿, "collapsed¿. Later healthcare professional reported ¿deflation¿ and ¿implant is traveling up the patient's chest¿. This record is for the left side. Device remains implanted.